Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. A versacross connect system was used for the transeptal puncture (tsp). It was noted that the tsp imaging was difficult. The wds was advanced, deployed, and successfully released in the laa. As the device(s) were being removed from the patient, a circumferential effusion was noted once the was sheath was removed to the right side. Approximately 680ml of blood was removed to treat the effusion. The patient remained stable. There were no further complications and the patient was discharged. The physician suspected that the effusion was a result of a perforation during tsp.

Manufacturer narrative:
H6: patient code e0605 removed as patient confirmed to have remained stable.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. A versacross connect system was used for the transeptal puncture (tsp). It was noted that the tsp imaging was difficult. The wds was advanced, deployed, and successfully released in the laa. As the device(s) were being removed from the patient, a circumferential effusion was noted once the was sheath was removed to the right side. Approximately 680ml of blood was removed to treat the effusion. The patient remained stable. There were no further complications and the patient was discharged. The physician suspected that the effusion was a result of a perforation during tsp.